Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed co2 results generated on the architect c4000 instrument. The following data was provided: (B)(6) initial result (B)(6) meq/l, repeated on another instrument (B)(6) meq/l. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer and found a malfunctioning check valve on the ict aspiration pump. This caused the ict wash cup to overflow into the water bath and onto the cuvettes. Replacing the check valve resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for c401234.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. Based on the information within the complaint record, no systemic issue or deficiency was identified.